Event description:
It was reported that during a low anterior resection, the surgeon performed a leak test and confirmed that there were not any problems. The procedure was completed. There was a leak from the staple line which was confirmed four hours after the operation. A second surgery was done. There was a stool leak at the drainage site and endtoxin shock occurred because of the stool leak. The staples formed only two of the three lines. It is possible that the staples were malformed. The pt was made a temporary artificial; anus and hospitalized. The pt is recovering.

Manufacturer narrative:
Info is unavailable; device not returned for evaluation.